Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent the surgery for the trochanteric fracture of femur with the nail in question. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on an unknown date, that the cut-out had occurred. This report is for an unknown femoral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.